Manufacturer narrative:
Wang a, stellfox m, moy f, abramowicz ae, lehrer r, epstein r, eiden n, aquilina a, pednekar n, brady g, wecksell m, cooley j, santarelli j, stiefel mf, general anesthesia during endovascular stroke therapy does not negatively impact outcome, world neurosurgery (2017), doi: 10.1016/j.wneu.2016.12.064 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00397 2029214-2018-00398. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of poor neurological outcome after solitaire thrombectomy. The purpose of this article was to review the experience and outcomes of using general anesthesia in patients undergoing mechanical thrombectomy. The authors reviewed the results of 60 patients who underwent solitaire thrombectomy of acute ischemic stroke. Of the 60 patients, 39 were male and 21 were female; the mean age was 62 years. The article states that 27 patients had mrs 2-5 at discharge.